Event description:
The manufacturer representative (rep) reported that the patient had experienced a loss of therapy, so they went into the clinic for facet injections due to not getting good relief from the stimulation system.  X-rays were taken during the procedure and lead migration was identified.  The pt denied having fallen or experiencing any trauma since the implant.  Reprogramming was done on (B)(6) 2024 and the pt would let the rep know if the reprogramming provided pain relief.  The issue is ongoing; pending pt feedback.  No device issues were reported on the ins. Patient weight was requested but not provided.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead; product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial: (B)(6), ubd: 20-jun-2027, UDI#: (B)(4); product ID: 977a260, serial #: (B)(6), ubd: 20-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.